Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher scanned values while wearing the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2022, the customer experienced tremors in the legs and sweating, requiring third-party treatment of an oral "glucosprint ". No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 329 mg/dl when compared to a blood glucose test of 93 mg/dl on the built-in meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Event description:
A customer reported higher scanned values while wearing the adc freestyle libre sensor compared to the built-in meter. On 08feb2022, the customer experienced tremors in the legs and sweating, requiring third-party treatment of an oral "glucosprint ". No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 329 mg/dl when compared to a blood glucose test of 93 mg/dl on the built-in meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.